Manufacturer narrative:
11/11/1997-supplemental report #1 sent to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument was difficult to open. The surgeon converted to a laparotomy and resected the damaged tissue. The surgeon sutured to complete the procedure. The hosp has reported the pt's condition as satisfactory.